Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, when the device was interrogated there was a decrease in battery longevity. The decrease in battery longevity on the device was due to overestimation of device longevity by the programmer during the previous follow-up. No intervention was performed and the patient was stable and will continue to be monitored.